Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when the physician was pulling the peg tube through the stoma site, the pullwire on the tip of the tube frayed and snapped. The physician used a pair of hemostats to pull the tube through the stoma site to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2012. According to the complainant, during the procedure, when the physician was pulling the peg tube through the stoma site, the pullwire on the tip of the tube frayed and snapped. The physician used a pair of hemostats to pull the tube through the stoma site to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
A visual examination of the device found the silicone tubing to have been cut at approximately 6.5 cm proximal the outer ring. No issues were noted with the tubing, connector and inner and outer rings. The wire loop attached to the dilating tip had been broken at the apex where the pullwire and wire loop interface. The broken ends of the wire loop were found to be frayed and twisted. The wire loop appears to have failed while undergoing tensile force. The dilating tip was found to be scraped by hemostats or similar instrument. During placement the pullwire is attached through the feeding tube wire loop and pulled tight. The device is then pulled through the stoma by applying tensile force to the pullwire and the delivery system. The tensile force should be evenly distributed through both halves of the wire loop with maximum load received at the apex where the pullwire and wire loop interface. The condition of the returned unit was consistent with the complaint incident that the device wire loop broke. Based on the event description and evaluation of this and other returned devices with the same issue (wire loop broke), the most probable root cause is operational context.

Manufacturer narrative:
Patient age is unknown, however over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.